Event description:
On (B)(6) 2025 the technical business manager reported that the user had been experiencing low blood glucose (bg) due to micromanaging insulin delivery by announcing false meals and using dosing features inappropriately. The user has a history of alcohol use and was counseled regarding delayed hypoglycemia related to alcohol. Additional training was scheduled through communication with the caregiver. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.